Event description:
A report was received that the patient underwent an ipg revision procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was having device upgrade and there were no symptoms confirmed by relocating the ipg. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:21 pm CT. The report number is being corrected from: 3006630150-2018-62225 to: 3006630150-2018-61083.

Event description:
A report was received that the patient underwent an ipg revision procedure for an unknown reason. The patient was doing well postoperatively.